Manufacturer narrative:
Note: product reference 4436920 is not cleared in USA, but this reference is similar to the product reference 5430425 cleared under #510k130576. Batch history review: the batch history review was performed. The batch has been manufactured in compliance with our specifications and does not present any discrepancy. No other incident has been declared on this batch of access ports sold sine june 2018. Investigation results: the device was not returned for evaluation. X-ray pictures are not available. Consequently no thorough investigation is possible. Conclusion: the extravasation detected only one day after the access port implantation cannot be explained without any element for evaluation. However to avoid this type of incident and detect any access port misfunction, the IFU clearly specifies: " during implantation ensure that the catheter is not damaged by unguarded forceps, suture needle or other sharp instruments. Always verify that the port and catheter are functional by aspirating 2 ml of blood into a syringe and injecting 5 ml of sodium chloride (nacl) 0.9% before attempting to start an infusion. If aspiration of blood is not possible, attempt to slowly inject 2 ml of sodium chloride (nacl) 0.9% into the port. If resistance to injection is noted, or if swelling occurs around the port or along the catheter, device malfunction should be suspected. In this case, device integrity should be verified using x-ray and contrast media studies. During treatment, the infusion should be stopped immediately if any pain or swelling is noted or if blood return is absent. If resistance to injection is noted, or if swelling occurs around the port or along the catheter, device malfunction should be suspected."

Event description:
On (B)(6) 2018: during the administration of the chemotherapy, after taxol injection the carboplatin injection, the nurse has noted a swelling of 5 cm in the cervical area. The patient did not notice anything but after 1 minute pain was felt during palpation. The patient was transferred in another hospital for access port removal.